Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had received a motor error alarm and insulin pump stop working. Customer stated that insulin pump had excessive unexplained no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify no excessive no delivery alarm due to motor error alarm. Device received with normal operating current. Device passed off no power test. No unexpected failed battery alarm anomalies noted. Device received with cracked reservoir tube lip and cracked battery tube threads, cracked case from display window corner, stained end cap sticker and corroded battery tube. The test infusion set and reservoir does lock into place.